Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting with tandem technical support the pump was reset which resolved the issue. Customer¿s blood glucose (bg) level was 180 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.